Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-03637. It was reported the patient had a pain area that was not covered by the current system. Surgical intervention was undertaken on (B)(6) 2019 during which a lead was added to address the issue.